Manufacturer narrative:
(B)(4) - supplemental MDR - needle pulled out of hub since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 305916, batch#: unknown, (potential lot provided 3205770 or 3121225). It was reported that the bd safetyglide needle pulled out of the hub. The following information was provided by the initial reporter: it was reported by customer that needle broke off while in the patient arm, was able to remove the needle. Verbatim: complaint received via email(s) attached. Rcc received a complaint via phone. Pir attached. Needle broke off while in the patient arm, was able to remove the needle. Ref: (B)(4), lot: 3205770 3121225 not sure which one broke off. (B)(6), customer would like replacements. Additional information provided: how was the needle removed? Katrina pulled it out off the pt. Any adverse event or serious injury reported to patient or healthcare professional? No injury. Any physical sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Any picture of this complaint? None - unused samples available - migena.peno@publix.com. Please confirm which batch number broke off: 3205770 or 3121225. Unknown and unsure, date of event: 09/12/2024. Please confirm whether there was any patient impact. None, this happened after pt received vaccination.